Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a patient communicated via the patient portal for this manufacturer with the following information. "Is there a recall on the equinoxe preserve shoulder system? I saw there was a recall but was unsure if my device is included. My device has failed and will need to be replaced." No other information available at this time after multiple attempts.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.